Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6 and h10. Based on the results of the investigation, it is likely that the failure occurred due to aging degradation because 6 years and 5 months had passed since manufacture.

Manufacturer narrative:
The subject device was returned to the service center. The physical evaluation confirmed the reported malfunction as there was no visual output. In addition, the device's bi board was found defective, there was no front panel control functionality and there are scratches on across the image display screen. The device was purchased on (B)(6) 2014, with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During reprocessing, the high definition lcd (liquid crystal display) monitor's indicates the power / green light on the front display was on but it would not turn on. No patient involvement was reported.